Event description:
It was reported that the ilet did not charge as expected, and the user was unsure whether the issue was due to the charging pad or the charging cord; troubleshooting and education were provided, and a replacement charging pad was arranged. Symptoms included no alarms or alerts. Outcomes included no clinical impact and no need for medical care. Investigation included user guidance and remote assessment of charging function. Investigation of this case revealed a suspected charging system malfunction involving the external charging accessories. It was concluded, based on previously established findings for similar reports, that the cause was accessory-related performance consistent with a malfunction of the charging pad or cable.